Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported 1.5 months after the dental implant was placed in ada site 5 in the mouth, the implant did not achieve osseointegration in type ii bone. Clinician reports patient had pain, an abscess, poor bone quality/quantity and mobility. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported 1.5 months after the dental implant was placed in ada site 5 in the mouth, the implant did not achieve osseointegration in type ii bone. Clinician reports patient had pain, an abscess, poor bone quality/quantity and mobility. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).